Event description:
It was reported the catheter was being placed into the pt's brachial vein in the cv ICU. The biosensor was calibrated outside of the body but once placed within the vessel, the doppler sound was never regained. The symbols switched between green and yellow during the procedure but no orange during placement. A chest x-ray confirmed tip was in the neck. Very little doppler was observed during the case. The catheter was repositioned with a stiffening wire post chest x-ray showing ij placement. The tip was prepositioned using sherlock. There was a delay in treatment with no pt harm and no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device was discarded.